Manufacturer narrative:
A zoll representative evaluated the device at the customer's site. The customer's report was observed and attributed to the lithium battery. The battery was replaced to resolve the report. Following the replacement of the battery the device passed all tests. The device was placed back into service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.